Manufacturer narrative:
The is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiopulmonary arrest within 24 hours of receiving dialysis and subsequently expired, which was alleged to be caused by the administration of naturalyte and/or granuflo during dialysis.